Event description:
The physician reported that she suspects the battery is ¿dead¿, as the device was implanted in 2003, which has contributed to the increased seizures. However, it was previously reported the device is not at near end of service condition (neos-no). The relationship of increased seizures to pre-vns seizure frequency is unknown by the physician. The physician reported that the patient has a long history of depression. It is uncertain if the vns has been helpful for the depression, but the patient¿s indication is epilepsy.

Event description:
It was reported that the explanted generator is not available to return to the manufacturer for analysis.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 reported that the patient¿s care service expressed concern about increased seizure activity. Concern was also expressed that the patient was complaining of wanting to die. In the clinic, the patent reported just wanting to sleep. The patient¿s seizures are observed fairly frequently, though the exact frequency is unknown to the patient¿s sister. Per the sister¿s understanding, the patient is having approximately three seizures per week. The physician notes that the patient¿s seizure problems over the prior month or two have increased and the etiology is not clear. The lamictal dosage was low in comparison to what it was in the past, so lamictal was increased. The physician additionally assessed that the increased seizure activity may be because the vns ¿battery is no longer functioning.¿ if the medication changes did not work, the plan was to refer for replacement surgery. The patient¿s sister reported to the physician the following day that she would like to have the generator replaced. Good faith attempts for additional relevant information have been unsuccessful to date. Although surgery is likely, it has not occurred to date. It was reported that the patient was referred for prophylactic generator replacement. The device is not at neos condition.

Event description:
The implant card was received and reported the patient had prophylactic generator replacement on (B)(6) 2015. The explanted generator has not been received by the manufacturer for analysis to date.